Event description:
It was reported via medwatch (B)(4) an entrapment and detachment occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca) of the left anterior descending artery (lad). A 182cm luge guidewire were selected for use. During procedure, a luge guidewire got entrapped between previously implanted stents (years ago), the distal end of the guidewire was detached and remained in the diagonal branch of the lad. Another stent deployed in area of previously implanted stents and the procedure completed with good results. There were no patient complications reported, and patient tolerated well.